Manufacturer narrative:
1 x zso-7-7 devices of lot # c1603860 was not available for return to cirl for evaluation. Prior to distribution zso-7-7 devices are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1603860 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1603860. As per the instructions for use, ifu0045-6, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. It also states: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transport/storage. Complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent fracture'. The stent was removed from its' packaging and immediately noted to be damaged. It was cracked at the beginning of the curved area. It was disposed of. Another zso-7-7 was opened and used for the procedure.